Event description:
The customer reported the anterior vitrectomy probe fitting was very difficult to connect when they needed to do a vitrectomy, due to a posterior capsule tear. They opened 3 probes before they could "force one onto the connector". The customer stated that the posterior capsule tear had nothing to do with any alcon consumable or equipment. This event caused a brief loss of time and frustration but no harm to the pt. The pt is doing fine. This was the last case of the day out of 18.

Manufacturer narrative:
The customer has one sample to return for eval.